Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 3 days ago she pulled a sensor on day 5 due to sensor glucose vs blood glucose issues. Customer stated that the pump was going into threshold suspend when she was not low. Customer stated that she inserted a new sensor yesterday and is having differences between sensor glucose and blood glucose readings. Customer received a calibration error and a change sensor alert. Customer's current blood glucose is 157 mg/dl and sensor glucose value is 65 mg/dl. Troubleshooting was performed. Customer was advised to change out the sensor and will be sent replacements.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test.